Event description:
As reported (B)(4) 2013, (B)(6) male pt presented for a hepatic embolization of the liver. During the procedure, after hand injection, the soft tip of a diagnostic angiographic catheter fractured off inside of the pt's celiac artery. The treating physician was unable to snare the fractured piece. The procedure was aborted due to this event and the hepatic artery was not embolized. There was no report of harm or injury immediately post procedure. On (B)(6), it was reported that the pt expired. At this time, the relationship between the device malfunction and the death is unk. Retrieval of the fractured piece was not performed due to the expiration of the pt. It was reported the disposable device is not available for return to the MFR for eval.

Manufacturer narrative:
It was reported that the device was being used for hepatic embolization of the liver. Per the instructions for use, which is supplied to the user with this device, angiographic catheter are for use where angiographic diagnosis is indicated. The disposable device was retained by the user and is not available to be returned to the MFR for eval; however, the user did provide a photograph of the device in question. A review of the lot history records was performed for the reported lot number for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. Attempts are being made to ascertain the cause of death. An investigation into the root cause of this incident is currently in progress. The results of the investigation and any f/u info will be sent via a f/u medwatch. (B)(4).